Event description:
It was reported that a small volume intermate had floating particles in the balloon. This was identified after filling. The device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of march 25, 2015 ¿ march 27, 2015. The device was received for evaluation. A visual inspection was performed with a white particle noted in the reservoir. The particle was noted to be approximately 0.25 square mm in size. The particulate was identified as acrylic material via fourier transform infrared spectroscopy. The reported problem was identified but the cause could not be determined. A CAPA was opened for this event. Should additional relevant information become available, a supplemental report will be submitted.